Event description:
Information received indicates the head hi/low function is drifting down slowly over time.

Manufacturer narrative:
The technician isolated the issue to the trendelenburg and hi/low head down valve solenoids not functioning. He replaced the valves to repair the bed. He tested the bed and found it functioning properly.